Event description:
It was reported that compella controller (product code p7810act600fre0, serial number (B)(6), had power cord damaged with exposed copper wires. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
E1: initial reporter address - (B)(6). The baxter service technician found the power cord needed to be replaced. Per the baxter service manual it is necessary for the compella® bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Pay particular attention to safety features, which include but are not limited to: the power cords for the bed and asu are with the unit, and they are in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. The power cord hooks shows no sign of cracking and are intact with no damage. Replace or repair parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.